Manufacturer narrative:
The impella cp was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an access site bleed and thrombocytopenia that prompted delivery of multiple units of blood product (platelets).